Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. It was found that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and was pacing the atrium. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead had also dislodged and was unable to capture the atrium. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.